Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient nasal/throat irritation or soreness while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness while using the device. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed an unknown dust contaminant on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. A blue plastic-like piece was observed on the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed no evidence of degraded sound abatement foam.